Manufacturer narrative:
Evaluation summary: it is unk whether the pt was replaced with femur, tibial baseplate and patella as well. Pt factors that may affect the performance of the components such as age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact) are unk. Products are not returned for analysis. Surgical notes and pre/post-op x-rays are also not available for study. With the available info, probable cause for pain cannot be determined. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc., considers the investigation closed.

Event description:
It is reported that the pt is presenting with pain.